Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Crack/broken twist clamp occurrence was determined to be damage to the main body which was identified during visual inspection. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer sets twist clamp was damaged. There was no patient injury or medical intervention associated with this event. No additional information is available.